Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing was defective and "burst" during the high-pressure infusion, causing medication and blood to flow out. The flow rate was reportedly "3.5ml/s" and the pressure limited to "32psi" when the "burst" occurred near the junction of the catheter hub and extension tubing. The following information was provided by the initial reporter, translated from chinese to english: on the morning of (B)(6) 2019, CT nurse performed venipuncture (20g agma) on the patient according to the routine procedure. When the examination was performed, it was found that the contrast agent infusion failed to display image normally due to the indwelling needle extension tube burst during the high-pressure infusion, the drug completely flowed out, and the patient's blood flowed out. This situation caused the patient to be frightened and had a great dissatisfaction. The nurse thought it was caused by improper operation. And give more cautious and care for the next operation for the patient. However, in the afternoon, a similar squib situation occurred again in a patient who used 22g xiangma (product trade name). The flow rate set at the time was 3.5ml/s, the pressure was limited to 325psi, and the burst position was near the junction of the catheter hub and the extension tube. Because it is the second case on the same day, the nurse questioned the quality of the product, and believed that it caused the patient's complaint, the waste of liquid medicine, and the impact of work efficiency. The situation was fed back to the department leaders, and the department leaders was attached great attention to it. Required that all the inventory products should be replaced, the quality of the products should be investigated, and the response should be given as soon as possible.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9077749. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing was defective and "burst" during the high-pressure infusion, causing medication and blood to flow out. The flow rate was reportedly "3.5ml/s" and the pressure limited to "32psi" when the "burst" occurred near the junction of the catheter hub and extension tubing. The following information was provided by the initial reporter, translated from (B)(6) to english: on the morning of (B)(6) 2019, CT nurse performed venipuncture (20g agma) on the patient according to the routine procedure. When the examination was performed, it was found that the contrast agent infusion failed to display image normally due to the indwelling needle extension tube burst during the high-pressure infusion, the drug completely flowed out, and the patient's blood flowed out. This situation caused the patient to be frightened and had a great dissatisfaction. The nurse thought it was caused by improper operation. And give more cautious and care for the next operation for the patient. However, in the afternoon, a similar squib situation occurred again in a patient who used 22g xiangma (product trade name). The flow rate set at the time was 3.5ml/s, the pressure was limited to 325psi, and the burst position was near the junction of the catheter hub and the extension tube. Because it is the second case on the same day, the nurse questioned the quality of the product, and believed that it caused the patient's complaint, the waste of liquid medicine, and the impact of work efficiency. The situation was fed back to the department leaders, and the department leaders was attached great attention to it. Required that all the inventory products should be replaced, the quality of the products should be investigated, and the response should be given as soon as possible.